Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad responsiveness issue. Reportedly, the rubber on the keypad is peeling and the ok button is not responding consistently to user input. It was noted there was moisture within the subject pump. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/09/2013 with the following results: the keypad is peeling up near the ok key. Pump does not power on; no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. Unable to test keypad functions and audio bolus button feature due to inability to power on the pump. Removed the keypad cover; contamination was found under the contrast, up, down and ok key contacts. In-house leak test revealed keypad leak. Removed pump cover; internal moisture ingress confirmed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad is peeling up near the ok key.